Event description:
Adhesive improperly cut so as to prevent insertion into skin. Adhesive sticks to insertion device and never makes contact with skin. Injury occurred as a result of needle being loose in insertion device. Dates of use: 2009. Diagnosis or reason for use: infusion iddm infusion.